Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device expired two days post implant due to heart failure. The physician stated the device worked correctly and was not a contributing factor in the patients death. No allegations against product function and no return of product is expected.